Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer did not experience any symptoms, however, was unable to self-treat and was treated with glucose, sweet drink, oral glucose and insulin (type unspecified) by non-healthcare professional for the treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 65 mg/dl, 54 mg/dl was compared to a competitor brand meter result of 299 mg/dl, 320 mg/dl. Length of wear was 1 day. When the provided results were plotted on a parkes error grid, fell into the "c¿ d" zones respectively showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.